Event description:
The dealer states that when the chair was received, the crossbrace was broken at the weld. There was no apparent damage to the carton. The consumer may want a new chair due to scratches on the left frame from the crossbrace flipping around.